Event description:
Litigation papers allege: on or about (B)(6), 2007, patient was implanted with a depuy asr hip on his right side. The acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from patients acetabulum, caused severe pain, inhibited patients ability to walk, and caused elevated blood levels of chromium and cobalt. Patient is scheduled to undergo revision surgery in the (B)(6) of 2011. ***update: (B)(6) 2011 - the sales rep has reported the revision. Patient was revised due to acetabular cup loosening, osteolysis, pseudo tumor, and severe reaction to metal-on-metal debris.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege: on or about (B)(6) 2007, patient was implanted with a depuy asr hip on his right side. The acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from patients acetabulum, caused severe pain, inhibited patients ability to walk, and caused elevated blood levels of chromium and cobalt. Patient is scheduled to undergo revision surgery in (B)(6) 2011.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.